Event description:
A malfunction on the pump was reported by the caller, who mentioned a fall prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and provided the caller with instructions for returning the problematic pump. The caller, who is not canadian, acknowledged understanding the steps for using the backup mdi therapy and maintaining the replacement pump, including software updates and storage mode procedures.